Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the insulin pump had multiple insulin pump error. Customer's blood glucose level was unknown. Customer reports they were unable to clear the alarm. Customer tried to clear the alarm but insulin pump again alarm error. Customer reported that the screen was not completely blank. Alarm occurred during the time that the buttons were not responding. Customer stated insulin pump had frozen display. Pump buttons did not begin to work in less than 5 minutes without battery change. The insulin pump will not be returned for analysis.